Event description:
A pt reported experiencing inaccurate low results with a ot profile meter. The pt's blood glucose was 24 and 87 mg/dl with 10 minutes, with a difference of 56 mg/dl. Pt did not experience any adverse events. No further info has been reported.